Event description:
It was reported by the sales rep that the md stated the tip of the endoplege coronary sinus catheter has been retained within the patient, this was noticed on x-ray. "A post operative x-ray revealed the presence of a radiopaque piece of what is believed to be a small piece of a cannula. The customer suspects it to be an approximately 1-2 cm piece of the tip of the catheter. Customer stated that she noticed a metal wire extending out of the distal end of the catheter near the balloon when she removed the catheter from the patient near the end of the case." The patient has been transfered to another facility for radiology evaluation.

Manufacturer narrative:
Device was discarded by the hospiatal.the product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.

Manufacturer narrative:
After multiple attempts for return of the device for evaluation, the facility is not allowing the release of the device for investigation. Since the product was not returned and the root cause could not be deterimined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Maude report received (B)(4). Additional patient information stated patient was undergoing a redo aortic valve surger with a partial upper sternotomy. When the md removed the catheter it looked different that usual. The physician perform echo, unable to locate tip. X-ray was performed and the tip was found lodged in left upper lobe artery. The catheter tip was removed the it was noted the tip had broken off, embolized and was lodged in the pulmonary vasculature. "The patient experience no serious adverse events due to catheter tip breakage and f/u removal" "the lot number not known for sure, the lot number was pulled frin the next in stock". Further investigation is underway into root cause of the tip breakage.